Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose on an unknown date was above 600 mg/dl with moderate ketones, vomiting, symptoms of dehydration, and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump¿s basal history did not match the programed basal rates. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: the basal change history in the pump appears to be inaccurate due to an unconfirmed replace cartridge alarm recorded on (B)(6) 2017 at 01:34 followed by a replace battery alarm and power on reset at 06:38. When the pump powered back on, the time and date had been manually set incorrectly to (B)(6) 2017 at 06:46 and deliveries were then resumed. There were records of the pump having been manually suspended and resumed as well as an unexplained power on reset event on (B)(6) 2017 with delivery never being resumed. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.